Event description:
It was reported that this right atrial (ra) lead exhibited noisy artifacts. During evaluation, the noise was reproducible with provocative maneuvers. Device settings were subsequently reprogrammed. An x-ray imaging procedure was scheduled for this patient. A request was submitted for technical services (ts) for further guidance. No adverse patient effects were reported. This ra lead remains in service. Additional information was received indicating that the noise artifacts were oversensed. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device